Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4)

Event description:
It was reported to medtronic neurosurgery that four days into use, the y-site connection was found to be disconnected and leaking. It was also reported that there was no injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned product was patent and met requirements for the leakage test. However, upon physical inspection of the drainage line connection, it was discovered that the y-site connection was unadhered and could be disconnected. Adhesive was present at the connection. It is unknown how or when the damage occurred. A review of the manufacturing records showed no anomalies. (B)(4).